Manufacturer narrative:
The information that provided with the initial report was missing with some details. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and (B)(6) 2019 with blood glucose of 1200 mg/dl. The customer was treated with manual injection in the hospital. Customer had symptoms such as nausea, vomiting and difficulty in breathing. Customer was passed out due to high blood glucose event. The insulin pump will not be returned for analysis.